Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states only that the "seat pan; broken at a weld" and that was all.